Event description:
It was reported that when the patient presented remotely through patient initiated remote transmission, a diagnostic anomaly was observed. There were several egms of automatic mode switching in the first transmission and none in the second transmission. It was also noted that the episodes/segms last cleared date did not change despite the episodes missing. The issue has been documented for further review. The reason for transmission was unknown. No specific symptoms were reported, but patient was anxious. The patient was in good condition and will continue to be followed.